Event description:
Info received there is no knee function from the right head siderail due to fluid damage on the siderail cable. The cable connecting pins were rusted.

Manufacturer narrative:
The tech replaced the cable and the siderail switch assembly to repair the bed.